Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during laparoscopic low anterior resection, the reload was inserted into the abdomen, and before the firing the reload would not open when the surgeon pulled back on the black return knobs. They removed it from the patient and asked for another reload. Another device was opened and loaded onto the same handle and was successfully used. There was no patient injury.